Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male using the products, care giver believes purewick female external catheter was not being clean enough and causing urinary tract infection with e. Coli on patient. It was noted that the patient had been using this product less than 90 days. It was unknown what medical intervention was provided for urinary tract infection with e. Coli.

Manufacturer narrative:
The reported event was confirmed use related as reported event states "male using female external catheter product". A root cause for the issue could be "user misuse the product". The device was not returned for evaluation. A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients. Warnings: ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ not recommended for patients who are: ¿ having frequent episodes of bowel incontinence without a fecal management system in place ¿ experiencing skin irritation or breakdown at the site ¿ experiencing moderate/heavy menstruation and cannot use a tampon recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days." Device was not returned

Event description:
It was reported that the male using the products, care giver believes purewick female external catheter was not being clean enough and causing urinary tract infection with e. Coli on patient. It was noted that the patient had been using this product less than 90 days. It was unknown what medical intervention was provided for urinary tract infection with e. Coli.